Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 500 mg/dl while wearing the pod between 25 and 26 hours on the infusion site (leg). The patient called their healthcare provider who advised him over the phone to change the pod. They also advised the patient to stop using their leg for an infusion site as it is muscular and start using their stomach and back as other infusion sites. The patient's blood glucose level remained high (515 mg/dl) with the second pod and with a total of 6.5 units of bolus corrections. The patient was taken to knappschaft kliniken recklinghausen by ambulance as the bg levels had not decreased. The patient was treated with 500 ml of jonosteril infusion twice. The patient was released after 1 hour.